Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that their daughter insulin pump unexpected power loss. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was not showing correct amount of insulin on the display and it was less then gauge. It was reported that the insulin pump was randomly shut off. The insulin pump will not be returned for analysis.